Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. The patient was connected during the time of the event. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, a leak was reported from an unspecified location. There was solution underneath the cycler. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.